Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes, migration') in a 35-year-old female patient who had essure (batch no. 916888-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity and back pain. Previously administered products included for an unreported indication: depo shot and tramadol. Concurrent conditions included morbid obesity and post-traumatic stress disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems/uti"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, bladder disorder, urinary tract disorder, back pain, vaginal infection, vaginal discharge, alopecia, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: bladder problems, urinary tract infections, vaginal infection, vaginal discharge. Discrepancy noted for date(s) of insertion: (B)(6) 2012. Right: 3 coils, left: 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes, migration') in a 35-year-old female patient who had essure (batch no. 916888-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity and back pain. Previously administered products included for an unreported indication: depo shot and tramadol. Concurrent conditions included morbid obesity and post-traumatic stress disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems/uti"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, bladder disorder, urinary tract disorder, back pain, vaginal infection, vaginal discharge, alopecia, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for fallowing conditions: bladder problems, urinary tract infections, vaginal infection, vaginal discharge. Discrepancy noted for date(s) of insertion: (B)(6) 2012. Right: 3 coils, left: 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes, migration') in a (B)(6)-year-old female patient who had essure (batch no. 916888-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included morbid obesity and post-traumatic stress disorder. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems/uti"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, bladder disorder, urinary tract disorder, back pain, vaginal infection, vaginal discharge, alopecia, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: bladder problems, urinary tract infections, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 11-sep-2019: new reporter added. New events: back pain, fallopian tubes perforation, migration, vaginal infection, vaginal discharge, hair loss, hormonal changes, nausea, plaintiff did not undergo essure confirmation test were added. Plaintiff's information updated. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.